Event description:
After a guided procedure, it was found that the implant placement was not according to the surgical plan. The surgeon updated the osteotomy and completed the procedure in a freehand manner. Based on an analysis of the system log files, it was found that the most likely root cause of this event is the fiducial array was not connected properly by the user during the patient's pre-operative CT scan. A secure fiducial array during the CT scan is required in order to ensure accurate image registration to the physical space of the patient. This report is being filed in an abundance of caution to be in compliance with the MDR regulation.

Manufacturer narrative:
UDI related data quality updates only. Updates based on UDI/MDR data quality notification received on 13th dec 2024.